Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, the blurry image and error code e238 occurred possibly cause of an electrical component failure. However, a definitive root cause cannot be determined. Therefore, the most probable cause is component failure. In addition, olympus confirmed foreign material was present within the control unit; however, the type of material or root cause of why it remained in the device cannot be identified. Therefore, a definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. .

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that an error code e238 occurred, presented a blurry image and foreign object was found inside the control unit. There was no patient involvement.